Event description:
The patient was taken to interventional radiology for removal of his meridian vena cava filter (ivc). During the procedure, the snare device engaged the filter's retrieval hook. However, during retrieval, the snare became disengaged from the filter's hook. Multiple attempts were unsuccessful in re-snaring the filter within the retrieval sheath. The filter migrated during an attempt to re-snare the filter outside of the retrieval sheath. The ivc filter migrated to the right ventricle which caused the patient to code. The patient was taken emergently to the cadiovascular operating room (or) and was successfully resuscitated. During open heart surgery, the ivc filter was removed from the right ventricle. The patient recovered and was ultimately discharged from the facility.======================manufacturer response for ivc filter, meridian vena cava filter (per site reporter).======================awaiting release.what was the original intended procedure?ivc filter removal.